Event description:
Attempting to resect part of bladder wall due to (d/t) large piece of stone stuck to bladder wall. Loop broke and piece of metal went into the bladder. Unable to find, multiple irrigation completed.